Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 4/9/2021. Section h3. Device evaluated to manufacturer? Yes. Device evaluation: product was returned to manufacturing site for evaluation. Visual inspection under magnification revealed a viscoelastic residue on the optic body and haptics and that the lens was received cut in half, but not separated, which was consistent with a lens that was handled during removal and replacement. Haptic was damage bent and broken off, monofilament outside the drill home was also observed, but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone: (B)(6) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgery haptic was faulty, lens was removed from the patient's eye and replaced with a new lens. No patient injury reported. No further information available.